Event description:
Customer reported 3 patients with dlk who were treated on (B)(6) 2013. Patient had trace diffuse lamellar keratitis (dlk) on the right eye. The patient was treated with a steroid (durezol). A flap lift and rinse was not performed. Surgeon increased steroid use to every hour daily, followed by every 2 hours daily, then four times daily. The patient did not experience a loss of best corrected visual acuity (bcva). Patient has good vision and good comfort.

Manufacturer narrative:
All pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
On (B)(6) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Dlk resolved on (B)(6) 2013. No loss of best corrected visual acuity. Unknown cause of dlk and customer states they did not feel this was laser related. Note: all pertinent information available to amo at the time of this report has been submitted.